Event description:
It was reported that the pt scratched the scab of the implantation wound until the implant was exposed, one month after implantation. Re-implantation was performed on (B)(6) 2014.

Manufacturer narrative:
(B)(4) . The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.